Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call low blood glucose levels. Customer's blood glucose level was as low as 50 mg/dl. Troubleshooting for low blood glucose was performed. Customer was able to perform and pass the displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, operating currents, self test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.